Event description:
The customer states that a low hemoglobin result was generated using a cell-dyn 3200 sl analyzer for one pt. A hemoglobin of 5.28 g/dl was reported out of the lab with a note that another sample should be run. The system generated an rbc morph flag and flagged the hemoglobin result as below the range entered into the system. Other significant results; rbc=4.92 m/ul, hct=37.9%, mcv=77.1 fl, mch=10.7 pg, mchc=13.9 g/dl. There was not enough sample to repeat the testing. Another sample was obtained which was tested in another lab yielding a normal hemoglobin value (platform and specific value not provided). In 2006, the pt's results were checked with following obtained; rbc=4.45 m/ul, hgb=11.6 g/dl, and mcv=77 fl. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.